Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to corrosion on the connector j502 and the table board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.